Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #501704674: findings: it was reported that the ht70 ventilator's generated an abnormal noise. An oxygen mixer (serial: (B)(4)) with green hose was received under the complaint number. The reported symptom was verified from the oxygen mixer. The oxygen mixer was installed on a test ht70. The unit was adjusted to standard settings. The mixer was adjusted between the 21%, 40%, 60%, 80% and 100% to check for abnormal noise, noise can be heard between 40% and 100%. Mixer disassembled, found dirty filter, and a stained diaphragm. Root cause of abnormal noise cannot be determined as the mixer is clean and free of abnormal material. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a time of maintenance the ht70 ventilator generated abnormal noise at the 60% setting of the fio2 value. There was no patient involvement. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.